Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system and reprograming of the device was discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system and reprograming of the device was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that low amplitudes were observed. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.